Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed on the device. Patient was asymptomatic. Programming changes were recommended. No further information available.